Event description:
There was no problem reported for the phenom 27 microcatheter which was returned for analysis as an accessory device used in the procedure originally reported regarding a pipeline flex.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-01433 the event is reported at this time based on analysis findings which indicated a reportable event h3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, a plastic bio-pouch, and a sealed pouch. ¿ damage location details: the phenom 27 catheter was found separated at ~153.3cm from the catheter distal tip. The tubing material at the separated catheter end exhibited with plastic deformation (stretching/necking). The phenom 27 catheter body was found kinked at ~45.5cm from the catheter distal tip. The catheter distal tip was found kinked. ¿ conclusion: regarding the damages found with the returned pipeline flex embolization device (pusher bent/stretched/broken) and phenom 27 catheter (kink/separation) occur if the device(s) are advanced/retrieved against resistance. However, the cause for the damages could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.